Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Amputation. The patient received an above the knee amputation due to significant pain, infection, swelling, draining, lymphedema and inability to ambulate. Upon entering the joint, the construct was noted to be grossly loose and infected. The amputation was completed without indication of complication by the surgeon. Doi: (B)(6) 2017; dor: (B)(6) 2021 unknown knee. This complaint is also linked to (B)(4) where the tibial trial was reported. Another pc is linked to this complaint under (B)(4) where the event happened in between apr 2017 ¿ mar 2019.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. Available xray evidence was reviewed. Based in attached xray images, it cannot be determinate loosening of the implanted product(s) involved in the complaint. No observation of any depuy's device failure or malfunction which could contribute to reported event. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary. Device history lot the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.